Manufacturer narrative:
Programmer model 8840 serial# unknown extension model 7482a51 serial# (B)(4) implanted: 2011-09-22 explanted: unknown extension model 7482a51 serial# (B)(4) implanted: (B)(6) 2008 explanted: unknown lead model 3387s-40 lot# v167759 implanted: (B)(6) 2008 explanted: unknown lead model 3387s-40 lot# v173879 implanted: (B)(6) 2008 explanted: unknown accessory model 37651 serial# (B)(4).

Event description:
It was reported that the hcp was attempting to program the patient to 2.0ma on the left and 6.0ma on the right, but was unable to program current above 0 during a reprogramming session using constant current and an 8840 programmer. Impedance readings were normal and no x-rays were performed. The patient was programmed using constant voltage instead, and was scheduled for another programming session. The patient was later programmed with an 8840 programmer on (B)(6) 2011 and a manufacturer representative was able to get the patient to 2.0ma on the left and 5.8ma on the right, but the device would not allow the current to be raised higher. The patient was satisfied with the therapy, but it was unclear why the current could not be raised.